Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure and the absorbable straps were used. It was reported that during the procedure, the surgeon observed that the clips did not present a desired adhesion close to the mesh and fabric, causing the clips to become loose. It was reported that there were intermittent shots on the tissue and it was necessary to shoot again in the same regions and settling later. The surgery was completed successfully. There was no damage to surgery or patient, and there were no adverse patient consequences reported.